Event description:
Customer tested blood glucose and received a result of 130 mg/dl. He felt this was a correct result. The customer purchased new strips and began getting erratic results of 429, 519, 372mg/dl. No medications or treatment was taken based on the results. The customer stated the device sparked every time a new glucose strip is inserted into the device. No controls were in use. A request was made for the return of the suspect device requested and replacement product was sent.